Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "delay healing" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: delay healing.

Event description:
Healthcare professional reported "delayed healing". This record is for a left side. Device was explanted.

Event description:
Healthcare professional reported "delayed healing". This record is for a left side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: updated initial received/aware dated.

Event description:
Healthcare professional reported, "delayed healing". This record is for a left side. Device was explanted.